Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 113 mg/dl. Customer stated that the keys were sticking and scrolling when she tried to enter in bolus. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.